Manufacturer narrative:
Visual inspection revealed the outer coil was bent and the outer insulation was cut consistent with implant/explant damage. The helix was retracted and clogged with blood-like substance. The lead was returned with a stylet fully inserted and was easily removed. A high potential electrical test failed at the middle region of the lead. Destructive analysis was performed and found damaged inner insulation at the suture sleeve tie impression region consistent with damage due to an over-tightened suture sleeve tie. The results of the investigation found the suture sleeve tie was over-tightened which resulted in low pacing lead impedance and no sensing.

Event description:
At the end of the implant procedure, the atrial pacing lead impedance and sensing was low and out of range. The atrial lead was attached to the pacing system analyzer with the same results. The atrial lead was replaced and the event was resolved. The patient was stable.